Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of an ak 98 machine was observed to be broken during an unspecified process step. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation and no repair information was provided for the reported issue. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.